Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Visual inspection confirmed cuts 100 mm and 222 mm from the terminal pin. The medical adhesive was torn/separated from the polytetrafluoroethylene at the proximal end of the proximal spring electrode. The proximal spring was stretched at the point. The distal end of the proximal spring electrode was separated from the lead body insulation and has been pushed distally. The proximal end of the distal spring electrode was separated from the lead body insulation. It was noted this damage was induced. This lead was confirmed to be electrically continuous. The clinical observations could not be confirmed.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited noise, oversensing and pacing inhibition in this pacemaker dependent patient which resulted in asystole of approximately five seconds. It was indicated that the noise was reproduced in the previous follow-up. As a result, this lead was explanted and replaced. The device remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(6). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.